Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.